Event description:
The hcp reported the bridge bolus was incorrectly calculated when changing from a concentration of 500mcg/ml to 2000mcg/ml. The pt began to develop withdrawal symptoms of itching and sporadic efficacy. The hcp saw the pt on 3 different occasions and reprogrammed the pump each time with a therapeutic bolus. The pt experienced some improvement each time. A catheter xray was done this week that showed the catheter to be "barbely hanging on to the pump." The pt is scheduled for a catheter revision in 2004. A follow up report will be sent when additional info is received.